Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was replaced with a surgically implanted valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.